Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece wat not returned and measures approximately 0.218" x 0.135" in size. The instrument was found to have broken electrical contacts and were not returned with the instrument. Missing pieces measured approximately 2 x of 0.034" x 0.178" and 2x of 0.034" x 0.031" in sizes. The complaint regarding a broken distal tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar cautery instrument had a broken distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or anything out of the ordinary was found. The initial complaint indicated that no fragments fell into the patient, and it has been confirmed that the missing material or damage occurred outside of the surgical procedure, meaning it did not happen while the instrument was in use within the patient. There have been no reports of fragments falling from the device while used within the patient. Therefore, there have been no actions taken or planned in response to fragments falling into the patient. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.